Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were experiencing pain in their leg coming from the ins and it's jerking as well ever since a traffic camera was installed outside their bedroom window. She thinks it's because she is sleeping in a metal bed and there is interference from the camera outside on the ins. She feels pain at the leg during the night. She moved the bed to the other side of the room and the symptoms went away. Patient was advised to contact the hospital for advise. There was no surgical intervention that occurred. The issue was not resolved at the time of the report.